Event description:
Patient'smother contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracy compared to blood glucose meter on (B)(6)2014. At the time of contact the patient'smother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).